Event description:
The ventilator was set up and worked properly on the patient for several days. At 1:20 a.m. The hospital performed an emergency power test which is required by the national fire protection association. During this test there was a surge of power through the electrical lines that damaged electronic boards in the ventilator. The ventilator alarmed as required. The medical staff responded however, the patient could not be revivedinvalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, electrical tests performed. Results of evaluation: electrical problem - open circuit, pc board. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device repaired and put back in service, inserviced by manufacturer/distributor representative. The device was not destroyed/disposed of.